Manufacturer narrative:
A medtronic representative went to the site to test the equipment. During troubleshooting, it was found that the power over ethernet (poe) injector light was illuminated red within the camera cart. The cables of the poe injector were reseated with no change. An attempt to bypass the poe injector was made with no change. The poe injector and camera chain ethernet components were replaced and optical communication was restored. The imaging system then passed the system checkout and was found to be fully functional. The camera ethernet cables was returned to the manufacturer for analysis. Analysis found no fault with the cables. The cable were continuity tested for opens and shorts, and all testing passed. The poe injector was returned to the manufacturer for analysis. Analysis found that the poe was tested and initially powered the camera for over three hours, and after running overnight, the poe injector led turned red. The poe was power cycled and the led remained red and there was no output power. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that I ntra-operatively, after navigating for over an hour, the software showed localizer not detected. The camera had no lights and the laser was not working. The camera cart monitor continued functioning during this time and the camera did not look damaged. A manufacturer representative had the site pull the camera cart from a different navigation system, and the case continued. The procedure was completed using the navigation system and there was no reported impact to patient outcome. Surgical time was extended by less than one hour due to this issue.